Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7097577, medical device expiration date: 04/30/2018, device manufacture date: 04/07/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that some bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg were under filling.